Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during dwell 1, because the home patient (hp)'s caregiver (cg) had disconnected and compromised the patient line. The cg stated that she wanted to restart the therapy with all new supplies. The technical service representative (tsr) assisted the cg with ending therapy to restart with new supplies. During a follow up with the cg regarding the line being contaminated, it was revealed that the hp had not closed all the clamps, so when the cg realized that, she disconnected the patient line, thereby contaminating it. The cg stated that the hp has been re-trained. Per cg, there were no defects on the supplies. The cg confirmed that the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without any further issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of the caregiver not closing all the clamps on unused supply lines and subsequently disconnecting the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.